Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer consumed carbohydrates glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2020 was 57 mg/dl. Therefore, the complaint could not be confirmed. A review of the log indicates that the lowest bg reading on (B)(6) 2020 was 61 mg/dl. Therefore, the complaint could not be confirmed. Cgm alert 3 (cgm glucose reading below user threshold) enunciated at 11:15:27 pm on (B)(6)2020. On (B)(6) 2020, at 6:38:30 pm, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2020, at 8:21:27 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.